Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit bd max enteric viral panel false positives occurred. The following information was provided by the initial reporter: "during customer visit - customer tells they have had issue with false positive of adenovirus in negative control run. After that they also had one patient sample with false positive with adenovirus."

Manufacturer narrative:
H6: investigation summary:the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer reported that they are seeing suspected false positive results for adenovirus while running a negative control run with the enteric viral panel assay. Bd service review of customer run files indicate that contamination may be present. Customer was sent bd max decontamination instructions and the daily/weekly cleaning of bd max instructions. A bd field service engineer (fse) was also dispatched to the customer site where preventive maintenance was performed according to the bd max service guide. An instrument qualification run was performed and passed. The instrument performs to specifications. This complaint is unconfirmed as there was no problem found with the instrument. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. The test was repeated with a negative result. No false results were reported to the physician, and there was no patient impact. Assays used: bd max enteric viral panel. The following information was provided by the initial reporter: during customer visit: customer tells they have had issue with false positive of adenovirus in negative control run. After that they also had one patient sample with false positive with adenovirus. Looks like contamination: sample was rerun and result was negative. False positive results have not been reported to physician. There has been no harm to patients.

Event description:
It was reported that kit bd max enteric viral panel false positives occurred. The following information was provided by the initial reporter: "during customer visit - customer tells they have had issue with false positive of adenovirus in negative control run. After that they also had one patient sample with false positive with adenovirus."

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01380 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. The test was repeated with a negative result. No false results were reported to the physician, and there was no patient impact. Assays used: bd max enteric viral panel. The following information was provided by the initial reporter: during customer visit - customer tells they have had issue with false positive of adenovirus in negative control run. After that they also had one patient sample with false positive with adenovirus. Looks like contamination > sample was rerun and result was negative. False positive results have not been reported to physician. There has been no harm to patients.

Manufacturer narrative:
MFR report #1119779-2022-01380 was originally submitted on 12nov2022 indicating that false positive results were obtained. After further review indicated the false results were for qc and not patient samples, a correction was submitted on 23mar2023 stating that no reportable event occurred. However, additional review of the available information indicated that there were two separate events - one involved false results for qc (not reportable) and the other involved false results for patient samples (reportable). This supplemental report is to rescind the correction from 23mar2023 and reinstate the MDR as originally reported. The medical device has also been updated from the assay to the diagnostic instrument. Updates were made to the following fields: b5. It was reported that during use with the bd max¿ system, bd max¿ instrument, a false positive result was obtained. The test was repeated with a negative result. No false results were reported to the physician, and there was no patient impact. Assays used: bd max enteric viral panel the following information was provided by the initial reporter: during customer visit - customer tells they have had issue with false positive of adenovirus in negative control run. After that they also had one patient sample with false positive with adenovirus. Looks like contamination > sample was rerun and result was negative. False positive results have not been reported to physician. There has been no harm to patients. D1. Brand name: bd max¿ system, bd max¿ instrument d2a. Common device name: instrumentation for clinical multiplex test systems d2b. Procode: ooi. D4. Catalog #: 441916. Serial #: (B)(6). Unique identifier: (B)(4). G5. There were multiple 510k numbers reported to be involved. The information is as follows: 510(k)#: k111860 ; k130470. H4. Device manufacture date: 27mar2014. H5. Labeled for single use: no.